Event description:
A ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the device did not meet acceptance criteria of evaluation process due the display screen is broken. The device cannot be tested due to no display. The device is returned to customer unrepaired. Additionally, not related to the malfunction/issue, the front enclosure is not seated correctly, and the display overlay has minor scrapes.